Manufacturer narrative:
Sientra complaint #: com (B)(4). Sientra requests to void this medical device report. Case was created in error by the healthcare provider. This issue is captured in com (B)(4), and under medical device report 1651189-2023-05294.

Event description:
Right-side capsular contracture, baker grade 3.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side capsular contracture, baker grade 3.